Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occulusion alarm occurred. Reportedly, the customer change the cartridge and supplies to address the issue. The customer's blood glucose level was 283 mg/dl.